Manufacturer narrative:
Implant regio 43 fractured. Construction was a lower jaw full prosthesis placed on 1 implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.